Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient was see in the office last week and there was a small portion of the ipg noted to be coming thru the skin. Stated that it appeared the device had tilted in pocket. Today in or device was almost completely out of the skin. Slight redness noted, no drainage. Md sent specimens for culture. Device (lead and ipg) replaced on opposite side per patient request. The issue was confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.